Event description:
It was reported to philips that the device's battery sparked and began to smoke and a flame lasted 45 seconds before dying out. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery sparked and began to smoke and a flame lasted 45 seconds before dying out. A gfe was sent to obtain additional information regarding the issue. Per gfe response, this was a single event, limited to one battery. The serial number, manufacturing date, and part number of the battery were confirmed. No further information was provided. The customer was provided a return materials authorization form (RMA) to return the defective battery back for evaluation. We did not receive any materials back for evaluation. The battery customer was provided a replacement battery by the technologist. No further investigation is warranted. There was no patient involvement.

Manufacturer narrative:
H3 other text : device requested for return but was not returned for evaluation.